Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the reported event was attributed to stress related issues that broke and caused snakiness of the bending section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope could not be straightened with the up/down lever. The issue was found during setup/inspection prior to clinical use. There was no patient involvement.